Event description:
During eval, a force sensor pin was found to be damaged.

Manufacturer narrative:
There were no pt impact associated with this complaint. The pump was returned to animas for eval. During eval, a force sensor pin was found to be damaged. Review of the pump history revealed "no prime" alarms. The alarms could not be duplicated during eval.